Event description:
It was reported that as the surgeon was inserting the collars for a posterior lumbar fusion (uss) procedure at l4-l5, two collars broke when tightened. All fragments were retrieved. Surgeon used two other collars and completed the case with no further problem. There was no adverse event to the patient. This is report 1 of 1 for complaint 1(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: this report was for two collars with the same part and lot number. The product development evaluation reported: the uss system has been extensively reviewed based on previous similar complaints and the design of the collar, nut, and screw has been reviewed and determined to be appropriate for its intended use. Based on the description it is unclear what caused the collars to break. Significant lateral forces combined with impaction, over torque on the nut are possible placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. The manufacturing evaluation showed because of the product return condition, only a calculated wall thickness was measured, and is within tolerance, other relevant features cannot be verified; therefore, this complaint is indeterminate. Placeholder.